Event description:
A health care professional reported a patient with post operative central steepening, central island in the right eye post surgery. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user performed gas change, skipped scanner test, and performed the necessary energy check, eye tracker and fluence test without any issue. The logfile shows twenty three successfully performed treatments. The reported treatment could be identified in the logfile. During preparation of treatment for patient's right eye the warning message showed as patient bed position undefined. Check bed position and selected eye. It is not possible to see whether user corrected patient bed position or not in logfile. The treatment for the right eye was performed successfully without interruption. The user has performed an energy check before this patient. No technical problem can be identified during logfile review. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).